Manufacturer narrative:
Approximate age of device ¿ 4 years 8 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that a visual alarm was seen on the system monitor. The log file analysis confirmed a driveline fault (dlf) events on (B)(6) 2019. It was reported that the controller exchange was held off due to it not being ideal at the time on (B)(6) 2019. The patient recently had coumadin held given gi bleeding that began to occur on (B)(6). The patient international normalized ratio (inr) was monitored until it has been therapeutic for a period of time per the patient's preference, and was monitored closely in the interim.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer¿s investigation conclusion: a specific cause for the reported gastrointestinal (gi) bleeding could not be conclusively determined through this evaluation. The reported driveline fault alarms were confirmed via the log file data provided by the account. The submitted log file contained data spanning from (B)(6) 2019 at 19:22:08 to (B)(6) 2019 at 13:36:00, per the timestamp. Two transient yellow wrench advisories associated with driveline fault alarms were recorded on (B)(6) 2019 due to elevated phase I values. No other notable alarms were captured. The patient remains ongoing on (B)(6) and no further events have been reported at this time. No further information was provided by the account. The heartmate ii ventricular assist system instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU contains information regarding recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.